Event description:
It was reported the patient received antibiotics as they suspected a wound infection due to redness at the device pocket. It was later reported that the pump replacement took place on (B)(6) 2013. The medication used within the system was unknown, but it was not baclofen. The patient was put on oral antibiotics and was to come to the clinic on (B)(6) 2013 for a follow-up observation. The representative noted that they had not been told that anything was impairing the patient¿s therapy. It was later reported that the representative spoke with the patient at the clinic on (B)(6) 2013 and they were ¿doing great.¿ the patient was receiving normal therapy. The ¿potential infection¿ was deemed a reaction to the adhesive on the dressing and had since healed. A healthcare provider later reported the medications infused were compounded baclofen and bupivacaine. Perioperative antibiotics were administered. The date of onset/diagnosis of infection was on (B)(6) 2013. The pump was last filled at the pump replacement on (B)(6) 2013. The location of the infection was the skin, and the symptom was redness. The cause of the redness was noted to be cellulitis and tape allergy. Both IV and oral antibiotics were administered. The infection resolved.

Manufacturer narrative:
Concomitant products: product ID 8578, lot # n137747, implanted: (B)(6) 2008, product type accessory; product ID 8709, lot # j11348r23, implanted: (B)(6) 2002, product type catheter; product ID 8835, serial # (B)(4), product type programmer, patient. (B)(4).